Event description:
It was observed that during the device evaluation the cysto-nephro fiberscope had a dirty lens which contributed to the reported, fuzzy image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The following reportable malfunctions were identified during the device evaluation: dirty lens. Based on the results of the investigation, it is likely the following led to the malfunction: dust or dirt problem identified and the cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.